Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported high blood glucose. She woke up and her blood glucose was so high it could not be read. She ate breakfast and was working in the yard and now her blood glucose is over 600 mg/dl. She has not treated yet. Customer experienced no symptoms of high blood glucose. She stated when she primes the device, insulin does not shoot out but it comes out in big globs. In troubleshooting, the drive support cap appeared normal. There was no air in the tubing. Insulin exited during the manual prime. There was no leak. The settings and history are correct. The device passed the high pressure test. The cannula was not bent. Customer was advised that high blood glucose levels are often caused by site or set issues. Customer was advised to do a complete set change and monitor his blood glucose. Nothing further reported.